Event description:
Epidural baxter pump, "updtream occlusion alarm" changed tubing x2, changed epidural pump. Know tubing issues with baxter pump causes delayed treatment of epidural infusion causing increased pain, longer stay in pacu thus greater pt cost, staff ineffeciency trying to fix mechanical problem.